Event description:
Attorney reported: in late 2003 - the pt underwent a hernia repair procedure with placement of two composix kugel mesh patches (a device and another "oval kugel composix patch") that were sutured together. In 2004 - the pt underwent total removal of both of the previously placed commesh patch. The pt continued to experience abdominal pain and discomfort after the multiple hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the devic may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Info related to the other composix kugel mesh implanted in late 2003 will be reported in accordance with rae.